Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user believed the ilet pump was not delivering insulin, with a reported blood glucose of 207 mg/dl; review indicated the pump delivered 1 unit and was functioning, and the user acknowledged recent intake of croutons, salad, feta cheese, bread with strawberry jam, and a cookie, which could affect glucose. Symptoms included hyperglycemia. Outcomes included no hospitalization or injury. Investigation included device verification and record review, during which the pump model on file was corrected to reflect the user¿s actual device. Investigation of this case revealed no device malfunction and identified a mismatch in system records, with hyperglycemia plausibly associated with recent carbohydrate intake and user factors. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.